Event description:
(B)(4). Essure was removed (along with uterus, ovarian tubes, and left ovary) on (B)(6) 2014. I went under in an extreme amount of pain (I joked that my uterus knew it was being evicted) and woke up in post-surgery pain, but with the constant, stabbing pain completely gone. All my symptoms have faded. My husband has remarked that he's noticed a difference in my labia - they are healthy and pink again (apparently, they looked pale and limp before). I can enjoy sex again (and don't get debilitating cramps afterward) and have my energy, life, and body back.

Event description:
I was put under for the essure placement. The devices were placed with 0 coils showing in my right tube and 0 showing in my left (slightly too high). I was never given an hsg - my obgyn did a quick kub x-ray, which showed one to be straight, and how I had seen them in product information, and one looking like a backwards c. He pronounced them perfect and moved on. I was only 5 weeks postpartum, I have a tilted uterus, and I have a nickel allergy. None of these were explained to me as contraindications. Placing a nickel (containing (B)(4) nickel) on my ankle for 24 hours leaves my skin bruised and itchy for days afterward. Starting the first period after essure, I bled extremely heavily the first few days of each cycle (soaking through super plus tampons in an hour). I developed pmdd. Periods were painful. Then pms became painful. Then ovulation became painful. For the past few months, I have felt stabbing pains constantly. Ovulation and pms weeks have me in crying and writhing in bed, and I am back in bed the first cycle day. I was able to attend work 2 days the past week, and was useless the entire time. Two separate doctors refused to believe anything was wrong (nothing like having a male doctor tell you that you just don't know what a real period feels like). They stated that the coils do not move after placement (very false - I've seen the pictures of all the embedded organs). I finally found a doctor who will be doing exploratory surgery at the end of the month. I will be (B)(6) in a few weeks, and am facing a partial hysterectomy at least.